Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.